Manufacturer narrative:
G4 - premarket / 510(k) #: k141150, k162350.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified ulnar vein. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. The patient was in good condition after the procedure. There were no patient complications as a result of this event.